Event description:
It was reported a patient underwent a revision approximately 4 years post implantation due to a periprosthetic fracture. The head and neck were removed and replaced. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Evaluation of the reported event determined that the product is considered to not be in relation to the reported event. Device is used for treatment. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: lateral proximal subtrochanteric femoral periprosthetic fracture. Based on available information, it was determined that the reported event was not related to the biolox delta ceramic head, therefore no problem was found with this item. A definitive root cause for the reported event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: modular neck j1 12/14 neck taper use with +0 heads only; item#00784803401; lot#61614101 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure for an unknown reason. The report states that the revision was necessary, but it does not provide any details on the patient condition or the nature of the initial procedure. Due diligence is in progress for this event; to date no further information has been provided.